Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and the panasonic dmc tz8 digital camera. We made a visual inspection of the cartridge. Here we found a broken off part. Additionally we made a visual inspection of the fracture surface. Furthermore we found a deformed metal sheet. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard and DHR files, a material defect, production and design error can be excluded. No pores, inclusions or foreign bodies could be found on the point of rupture. We assume an assembly error and this will result with a pre-damage. The breakages was probably favored by pre-damage during application. There is the possibility that the slider sheet was deformed by breakage of the cartridge. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: south africa. The cartridge was connected, one clip was used and it would not fire. The cartridge broke while inside the patient. The surgeon located the broken piece without having to open the patient. The cartridge was replaced and the operation was continued.